Event description:
It was reported that a 30-year-old caucasian female patient underwent unspecified breast surgery with a 475cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3501695; serial number (B)(4) on (B)(6) 2022. Mentor is aware that the date of implant is before the manufacture date of lot 9728489. Follow-ups were performed and file was updated per response received. If any additional clarification or information is received in the future regarding the date, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).